Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, there was an issue with one of the system arms. The technical support engineer (tse) reviewed the logs and found error 23118 pointing to universal surgical manipulator (usm) 2 axis 1. The site was not able to recover from the fault. The tse recommended to hard power cycle and emergency power off (epo) the system or disable the arm. The procedure was converted to open with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer on 21-apr-2022 and obtained the following additional information: the issue occurred during the procedure. The procedure was the second operation of the day. System functionality was checked upon powering on the system and it initially powered on with no errors. The arm issue was resolved by disabling the arm. There was no harm or injury to the patient. The procedure was converted to open surgery and was not prolonged due to the issue. The operation was not easy before the problem with the arm began, as the patient was a little bit obese. The surgeon indicated there was a chance they would have to convert the procedure. When the arm stopped working, the surgeon decided to convert immediately. It is unknown how the patient tolerated the open procedure.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to re-calibrate the usm. The fse replaced the usm due to the errors pointing to the yaw axis not working as intended. The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted following completion of the analysis. A log review was performed by technical support when the customer called for troubleshooting. The reported error was identified in the logs. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to an open procedure after the start of the procedure due to a usm being unavailable. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed /replicated the customer reported complaint. The usm was tested on an in-house system and failed normal mode as it triggered error 23138 on the yaw axis. The original yaw chip encoder virtual absolute (cva) flat flex cable (ffc) was swapped out with a new one and the errors no longer occurred. The original ffc was reinstalled and the errors returned. The usm went through more testing on a psc fixture test platform (pftp) with a new ffc and passed direction tests, lissajous sensors check, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test.